Manufacturer narrative:
Image analysis: one image was provided which shows a detachment of the tip with coil exposed. The detached tip is visible in the image. It is present on a balloon device, as described in the event description. Additional information: the lesion being treated had 95% stenosis. The lesion was pre-dilated using a 2.0 x 15mm balloon. Resistance was noted during withdrawal of the device and force was needed but it was not unusually high. The device was not kinked and re-straightened during use. The issue did not result in injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 6f telescope guide extension catheter (gec), the tip of the gec detached and fell into the artery. The lesion being treated was moderately tortuous, severely calcified and was located in the mid right coronary artery (rca). The device had been prepped per IFU with no issues noted. Resistance was encountered when advancing the device. Excessive force was not applied during delivery. The issue was encountered during delivery to the lesion as the gec was being pulled backward, exactly at the moment of contact between the gec and the proximal part of the lesion, which was a highly calcified area. The tip was retrieved and removed from the patient by pulling it out with a non-compliant balloon. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex b and d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was pre-dilated using a 2.0x15mm non-medtronic balloon. The issue occurred during positioning of the gec at the lesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.